Event description:
Facility paramedics were using the device to administer device therapy to a patient. Allegedly the pacer inappropriately shut off repeatedly during this use and had to be restarted. The reporter stated that the patient outcome was not affected by the reported discrepancy due to continued device use. The patient was delivered to the hospital. Patient outcome was not known.